Event description:
A customer reported that a system message was displayed during a photo refractive keratectomy (prk) and the system stopped working. Surgery was finished at 92%. No patient impact was reported; however, patient will be monitored postoperatively. After this surgery the system was shutdown and then it worked correctly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).